Manufacturer narrative:
The reported field event of early elective replacement indicator (eri) could not be confirmed in the lab. Interrogation of the device revealed the device was at eri when received for analysis. A longevity calculation was performed based on programmed settings and usage data, up to the eri timestamp. The calculations revealed the battery depletion was normal. Additionally, the device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were all tested on the bench and no anomalies were detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected by the physician. A device change out is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.